Event description:
The patient underwent an interventional radiology cerebral angiogram for follow-up of multiple aneurysms. Using standard micropuncture technique, a 5 french short femoral sheath was placed. The 5 french bernstein 2 catheter was navigated over a terumo glidewire. The patient has been followed since 2014 for multiple aneurysms including a right cavernous internal carotid artery, anterior communicating artery and right mca bifurcation aneurysms. Frontal and lateral views of right internal carotid artery were viewed. After completion of the diagnostic study, hemostasis was attempted with 5f celt closure device. Insertion and deployment were done in accordance with the manufacturer's instruction for use, including use of proper sheath size. There were no anatomic risk factors based upon angiography. The device unexpectedly migrated distally into the superficial femoral artery, approximately 3-5 cm from the puncture site. Manual compression was applied for 15 minutes. Once hemostasis was achieved, ultrasound showed good flow in the artery proximal, distal and at the level of the closure device. The patient had no symptoms of compromised perfusion to the right leg.